Event description:
During the surgical procedure the customer was unable to use the right arm of the system after the tool was inserted. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.